Manufacturer narrative:
(B)(4): 9615742-2011-0010 (avaulta posterior system). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior system."

Event description:
Procedure type: urological/gynecological. According to the reporter, the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt's intraoperative care plan, the preoperative and postoperative diagnoses included cystocele and rectocele, and the procedure performed was anterior and posterior repair.